Manufacturer narrative:
(B)(4). Additional information: batch # m53p27. The analysis results found that the ats45 device was returned in good visual condition and with no reload present on the device. The device was tested for functionality with a test reload and it fired, cut and formed the staples as intended. The device fired without any difficulties, the staple line was complete, the cut line was complete and the staples were noted to have the proper b-formed shape. Event could not be confirmed as no cartridge was received for analysis. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent. The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot/batch. Batch # ni.

Event description:
It was reported that during a oophorectomy procedure that was still ongoing, the device was fired with a white reload, however, the staples that were fired did not form. The staples were lying unformed on the tissue. The device did fully cut the tissue but there wasn't any issue with bleeding. The surgeon reloaded the device with another white reload and fired again but the same thing happened; the staples that were fired were laying unformed on the tissue but the device did fully cut. The surgeon then used a blue reload and the firing was successful. No buttressing was being used. The case was being completed with the same device and blue reloads. There were no patient consequences reported.